Event description:
Physio-control was performing an evaluation of a device returned on recall #z-0547-6 and observed that it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause of the malfunction to be due to process residue under a resistor, designator r35, on the digital pcb. Presence of the residue resulted in excessive current leakage to deplete the internal hlc batteries. A replacement device was provided to the customer.